Manufacturer narrative:
Report 1 of 2. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that during the procedure the cutter stopped cutting while the aspiration was still present. There was no report of injury or consequences to the patient.

Manufacturer narrative:
Report 1 of 2. One opened bl5523wv pack from lot v5846, was returned for evaluation. Visual inspection of the cutter found the tip protector missing, the port window in the opened position and fluid in the line. The back cap is aligned correctly with the vent hole in the sides of the cutter body. The connector was inspected and no defects were found. A functional test was performed using a stellaris pc system, the cutter had good clean cuts throughout the various cutting rates, the cutter aspirated as intended. The reported problem could not be confirmed.